Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the harder to read screen and see numbers, insulin squirting during priming, motor makes loud noises had to press buttons twice. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had rejected new battery, unexplained no delivery alerts, changing battery every 2 days. The insulin pump will not be returned for analysis.